Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-77, that has similar product distributed in the us, list number 08p32-21 and 08p32-31. The alinity I ca 19-9xr assay was not being used per the intended use as an aid in the management of pancreatic cancer patients. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was performed on in-house retained file kits of reagent lot 49412fp00 using internal ca 19-9xr panels in the same matrix as patient samples. Validity and acceptance criteria were met, which indicates acceptable product performance. Based on the investigation, no deficiency for lot number 49412fp00 was identified.

Event description:
The customer stated that elevated alinity I ca 19-9xr results were questioned by a 49 year old female patient diagnosed with cervical cancer who underwent radical hysterectomy for ovarian tumor in (B)(6) 2023. In (B)(6) 2023, she underwent chemotherapy in stages. Her ca 19-9 result was 23.7 u/ml. In april 2023, her ca 19-9 result was 18.37 u/ml. On (B)(6) 2023 her ca 19-9 result was 13.75 u/ml. The following elevated ca 19-9 results were questioned for (B)(6) 2023. (B)(6) 2023: sid (B)(6), result 3392.74 u/ml; (B)(6) 2023: sid (B)(6), result 7376.26 u/ml; (B)(6) 2023: sid (B)(6), result 2762.10 u/ml. The customer's reference range: 0 - 43 u/ml. The hospital organized a departmental consultation and found that the patient¿s endoscopic results were normal and there were no lesions on the thoracic or abdominal CT. The endoscopy and CT were performed between july 5 and 20, 2023 (the customer was unsure of the exact date) based only on the elevated alinity I ca 19-9xr results. No patient harm was reported.